Manufacturer narrative:
Date sent to the FDA: 01/12/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number: all answers above are unobtainable. Once there is any update, we will update the information. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail

Event description:
It was reported that a patient underwent skin debridement and suture of the wound on (B)(6) 2021 and suture was used. During the procedure, while suturing the wound, the suture broke at time of knotting. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.